Event description:
The customer reported that her insulin pump stopped working and she was hospitalized with pancreatitis. The customer stated she placed a battery in the insulin pump and 10 minutes later, the battery was drained. She stated she tried several batteries with the same result. The customer said the insulin pump would alarm with low battery and then go blank. The customer's blood glucose was in the 300 to 399 mg/dl range. The customer stated she was off the insulin pump since (B)(6) 2014. It was stated that a replacement battery cap did not resolve the battery issue. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected low battery alarm was noted. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).